Event description:
Infusion pump "overinfused too much." This was discovered during biomed testing. The facility rep stated that no pt injury was associated with this report and no pt incident reports were filed since the last baxter service event.